Event description:
Customer reported via phone call that there is a lost sensor. Customer states that there is weak signal alarm. The blood glucose reading is 54 mg/dl. Customer states that when they are at work their blood glucose readings decrease even more.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.